Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted. Upon visual inspection, there was calcification on the valve and the valve appeared thickened. The device will not be returned and the serial number unknown. There were no adverse patient effects.

Manufacturer narrative:
A device history record review could not be performed as the serial number was not provided. From the information received the valve was explanted after approximately fours years due to stenosis and calcification after being implanted for four years. The valve was not returned. Without the return of the valve for analysis, a root cause could not be determined, however, calcification of a tissue valve is considered patient-related and not a malfunction of the valve. (B)(6). (B)(4).